Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Upon visual inspection it was noted that there were circumferential abrasions to the distal end of the device. There were also circumferential abrasions to the proximal end of the device near the shoulder and approximately 0.750 in from the shoulder. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use.

Event description:
On (B)(6) 2021, it was reported by a sales representative via sems that an ar-9597-20 (line #1) reamer sleeve and an ar-9676 (line #2)reamer shaft are welded together. This was discovered during a procedure, after a few seconds of reaming the two bonded together so they were moving as one piece and not independently. A second ar-9676 (line #3) was opened to finish the case and then proceeded to do the same thing.